Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the nozzle was clogged with foreign material such as piece from peripheral products. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned his olympus evis exera iii colonovideoscope due to an unspecified air/water flow issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was confirmed that insufficient reprocessing had been performed on the subject device. Flow restriction was present due foreign material clogging the nozzle hose. This report is being submitted to capture the insufficient reprocessing discovered during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The nozzle was clogged by foreign material, restricting the flow rate. Per evaluators, this foreign material was present as a result of insufficient reprocessing. Additionally, the distal end adhesive was worn and separating. The light guide rod lens was chipped. The charged coupled device unit¿s cover lens was cracked. The connecting tube was scratched. The protector unit of the connecting tube was damaged. The number one switch was noted worn. The universal cord had wrinkles present. The angulations as well as the insulation resistance values were out of specification. The distal end unit had mild wear present and the biopsy channel was worn with coloring and scratches noted inside the channel. If additional information becomes available following the device evaluation, a supplemental report will be filed.